Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited a diagnostics anomaly. The patient was asymptomatic. On (B)(6) 2015 the pulse generator was explanted and replaced. The patient was in good condition post procedure.